Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the footswitch was intermittently malfunctioned. Upon doing some functional test, fse found that the fluoroscopy was not working when pressed the fluoro panel, but the exposure can be emitted. Fse replaced the footswitch. After replacing the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy unavailable when pressed the footswitch panel intermittently, and no error display on data monitor. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.